Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 28mm amplatzer septal occluder was implanted without issues. About one week post implant the patient presented to the hospital experiencing chest pain. Upon investigation, it was determined the patient had a pericardial effusion. The device was surgically removed and the atrial septal defect (asd) was surgically repaired. The patient was reported to be in stable condition and was discharged.